Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller ac adapter ((B)(4)) is not powering the controller. There was an audible click heard when the power source was connected to the controller and the patient was connected to the ac power and one battery at the time of the event. There were no exposed wires and event was not associated with any pump stops or controller alarms. The site swapped to the backup controller ac adapter with no reported consequence or impact to the patient. No further information was provided.